Manufacturer narrative:
The investigation of pump stop has been completed. The product was returned and evaluated. There was a large purge gap indicating bearing wear found. No other abnormalities were found. Log review showed a motor current spike before the pump stopped with a "impella stopped - motor current high" alarm. The pump was restarted momentarily before stopping again. No purge trends were found. The root cause of the pump stop was bearing wear. The pump stop occurred beyond the eight day impella cp indication for use per design trace matrix. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: using the automated impella controller with the impella catheter: ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock: section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ e.1 revised facility name as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-24794. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-24794 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.3 on the initial manufacturer device report number 1220648-2024-24794, it should of been marked as the device was returned and that the device evaluation was anticipated, but not yet begun. H.10 additional manufacturer narrative instructions for use were inadvertently omitted from the previously submitted manufacturer device report number 1220648-2024-24794.

Manufacturer narrative:
The impella device has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported approximately eight days after start of support, the impella cp pump stopped (greater than 15 minutes) after sudden increase of motor current. Possibilities were discussed and explained on restart of the pump. A clot was suspected, and the physician did not want to take the risk with a pump restart. The patient was noted as stable, and the physician, therefore, made the decision was made to explant the impella cp device. Additional information, physician comments, noted there was suspected interference with cardiac structures after mitral valve surgery. The patient was reported to be stable following the event.